Event description:
The account alleged the bed had no nurse call function. No pt impact.

Manufacturer narrative:
The technician found bent pins in the side com cable. The technician replaced the side com cable to resolve the issue.